Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 3.25mm x 8mm, catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual examination of the balloon identified no damages. A visual and tactile examination of hypotube shaft identified no issues and no kinks or damages noted with the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a 6mm longitudinal tear across the balloon. A microscopic examination of the proximal and distal markerbands identified no damage. Tip showed no signs of tip damage.

Event description:
Reportable based on device analysis completed on 20nov2024.it was reported that crossing difficulties were encountered.the target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, due to calcification, the balloon failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported, and the patient condition was good post-procedure.however, returned device analysis revealed that balloon had a longitudinal tear.